Event description:
Physician was attempting to treat a stenosed lesion in the superficial femoral artery (sfa) using admiral xtreme dilatation balloon. The balloon was inflated to 16atm at the lesion. It was reported that upon deflation, the distal portion of balloon did not re-wrap properly and the balloon did not deflate completely. There was no injury to patient reported for this event. The device is the first used in the procedure. There was no significant difficulty in advancing the balloon to the lesion. There was no movement of the device while the balloon was inflated at the lesion site. There was no issue with other devices used during the procedure. A 6fr sheath was used, so no issue in removing the balloon. No patient injury was reported for this event.

Manufacturer narrative:
No failure detected (based on the technical analysis, device performed within specification). Operational context contributed to event. (B)(4).

Event description:
Evaluation summary: the device returned was returned to the manufacturing site for technical analysis. The returned device was visually inspected. The balloon was unfolded, with traces of blood and radiopaque solution. The catheter had no damages. A 0.035'' guidewire was loaded into the catheter with no friction or difficulty. Using a manometric syringe filled with a solution of saline and contrast media (50:50), the balloon was inflated to 16atm. Balloon could be inflated with no issues and then deflated. No issues during deflation occurred and deflation time was in specification.

Manufacturer narrative:
Evaluation results: (based on the information available no root cause can be determined). No results available since no evaluation was performed (evaluation in progress). Evaluation conclusion: (based on the information available no root cause can be determined). Unable to confirm complaint (evaluation in progress). Conclusion not yet available (evaluation in progress). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.